Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed

Event description:
It was reported that eight clips were fired when preparing the donor renal artery and adrenal tributary to the renal vein. There were no apparent issues when the clips were initially fired. The device was not firing scissored clips. After about twenty minutes, the surgeon noticed the clips were falling off tissue. Another like device was used to complete the procedure. The issue did not cause any change to the procedure and there were no adverse consequences to the patient or donor organ.